Manufacturer narrative:
The user facility was unable to provide a sample of the 3-spike disposable set used during the case. The retention sample for the associated lot was inspected and no anomalies or defects were observed. No loose spikes were identified -- all were properly secured to the tubing via the solvent bond. The manufacturing batch record for this lot was also reviewed and nothing notable was observed. The operator's manual provides the following instructions for installing the fluid bag: "hang fluid bag(s) on the IV pole. Completely close bag clamps, remove the bag spike cap(s). Spike the fluid bag(s), pierce it fully to ensure that fluids flow freely." The spikes may separate from the tubing if the bags are not spiked properly. All 3-spike disposable sets are 100% leak tested and visually inspected prior to release. A review of complaints for the past year indicates that there has only been one other report of a spike separating from the tubing; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The resus operating department practitioner at the hospital reported that the following occurred during a major blood resuscitation: "the spike which had been connected to a unit of blood completely snapped away from the blood bag. The second spike also connected to a blood bag fell away from the tubing of the spike resulting in a unit of blood spilling to the floor."